Event description:
It was reported that the physician did not implant the right ventricular (rv) lead since the lead exhibited high pacing impedance and capture threshold. As a resolution the lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture thresholds were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspections were normal with no anomalies found.